Event description:
Patient 1: pt1 had partial mastectomy with biozorb placement. Days post-op, patient develops warmth, swelling, redness, pain and fever. She is treated with po antibiotics and has a drain placed. Biozorb 4x5cm. Patient 2: pt2 undergoes partial mastectomy, excision of lymph node, and placement of biozorb . In [date redacted], patient undergoes re-excision, repositioning of initial biozorb , and placement of a second biozorb. In [date redacted], breast had swelling, firmness and nipple inversion. Biozorb 2x3cm x2. Patient 3: patient had a partial mastectomy with biozorb placement. Biozorb noted to be palpable in [date redacted] post-op. In [date redacted], patient returned to or for removal of biozorb and excisional biopsy. Unable to do a core biopsy of the tissue due to the biozorb 3x3cm. Patient 4: patient underwent right partial mastectomy with node biopsy and biozorb placement. In [date redacted], patient noted she feels a palpable, hard ¿lump¿ near the biozorb site. In [date redacted], patient undergoes excisions of lesions in the right breast. Surgeon notes, "several clips were found in the cavity, from the biozorb that had dissolved". Biozorb 2x3cm patient 5: patient underwent partial mastectomy, lymph node excision, and biozorb placement. Late [date redacted], patient noted to have a superficial wound identified to be the biozorb extruding from the skin. Patient returned to the or. Surgeon noted the biozorb had begun to break down into two pieced. Both pieces were removed from the patient and discarded. Biozorb 2x1cm. Patient 6: patient underwent partial mastectomy and two biozorb placements. Patient states pod 1 breast was warm and red. In [date redacted], patient had an irrigation and debridement (I&d) and po antibiotics. Patient complained of breast swelling in drainage leading to removal of the biozorb . Biozorb 3x4cm and 3x3cm. Patient 7: patient underwent partial mastectomy, excision of lymph nodes, and placement of biozorb . Days post-op patient had a seroma that drained 75ml. In [date redacted], her breast wound drained yellow, cloudy fluid. The biozorb was easily palpated. Patient required antibiotics, several aspirations, and removal of the biozorb . Biozorb was removed in two pieces and discarded. Biozorb 4x5cm. Patient 8: patient underwent partial mastectomy, lymph node biopsy, and biozorb placement at an outside hospital. In [date redacted], she was seen by surgeon for breast pain and yellow pus drainage. In [date redacted], patient underwent a debridement and removal of biozorb. Biozorb rejection caused a fistula.